Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The device was reprocessed without the gas cap. Based on the results of the investigation, the defect was likely caused by incorrect handling by the customer. The suggested event is detectable and preventable by handling the scope in accordance with the following section of the instructions for use which sates: ¿attach the eto cap to the venting connector of the endoscope prior to ethylene oxide gas sterilization.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the cystonephrofiberscope was reprocessed without a gas cap. The issue occurred during reprocessing. There were no reports of patient harm.